Event description:
Resident fell out of bed. When last checked resident, both full (3/4) siderails were up. When found resident, one siderail was found in down position. Staff, during investigation, attempted to reposition in bed using siderail for support. Able to reach latch easily causing siderail to drop down when attempt made to reposition in bed.